Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 183 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.